Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was as high as 267 mg/dl. Reportedly, the user was hospitalized for diabetic ketoacidosis on (B)(6) 2016. The user was treated with intravenous fluids/insulin and was released from the hospital on (B)(6) 2016. It was confirmed that the user had an alternate method of insulin delivery available.